Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery showed 1.5 years . It was reported that on the previous month, longevity was less than 0.5 years. Boston scientific technical service (ts) discussed continued close monitoring since magnet rate was still at 90 beats per minute (bpm). Further, the patient will be brought in a couple of months. By then, the magnet rate and calculation will be checked. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device data does not conclusively showed that elective replacement time (ert) was declared while implanted. The device passed all testing throughout analysis and was found to meet specifications for normal device operation.

Event description:
Additional information indicates that the device was explanted for normal battery depletion. No adverse patient effects were reported.